Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was place in use and was noted that the pump "would not pump". It was attempted to power reset the pump, but there was no change. As a result, the pump was switched out for another. Patient outcome: supported on the pump. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For related complaints see MDR #3010532612-2018-00162 and tc #(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "cannot initiate pumping" is not able to be confirmed. However, the hospital biomed checked the pump and found the cables were loose. The biomed resolved the problem by reseating the cables. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the pump was place in use and was noted that the pump "would not pump". It was attempted to power reset the pump, but there was no change. As a result, the pump was switched out for another. Patient outcome: supported on the pump. There was no report of patient complication or serious injury and death.